Event description:
Physician attempted to use this item to "close" the right femoral cardiac cath site post sheath removal (diagnostic cath). Perclose closure device is used very frequently in the cath lab. This perclose was missing the back footplate that is needed to deploy the suture to the artery. A new device was opened to confirm that the first one was indeed missing the back foot plate and it was missing.